Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered eight bursts of anti-tachycardia pacing (atp) and two shock as inappropriate therapy for the patients sinus tachycardia. Technical services (ts) was consulted and discussed available programmed settings. The device was reprogrammed. This ICD remains in service. No adverse patient effects were reported.